Event description:
On (B)(6) 2022, the customer emailed medela llc and alleged that she was having problems with her freestyle flex breast pump. It is not charging properly and she is unable to change the settings. The pump is shutting off by itself and the suction is not good. She additionally alleged she had an infection twice in the last month because she is unable to pump her milk out. She has changed her parts and bought new parts and nothing has worked for her.

Manufacturer narrative:
Customer service responded to the customer's email asking them to call or chat with our support team for further assistance. In follow up with a complaint handler on 07/05/2022, the customer indicated she developed mastitis for the first time in mid may and the second time in june. She was prescribed antibiotics both times. Her mastitis has cleared up. She still has not reached out to customer service for further assistance at the time of this report. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.